Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that surgeon using clickline during procedure, stopped working and swapped instrument out and carried on with procedure, then noticed small metal piece inside patient, supposedly end of 33300 sheaths. X-ray were performed and the fragment was removed. Due to the x-rays taken, the case is deemed as reportable.